Event description:
It was reported that the trial patient experienced stimulation from their external neurostimulator (ens) in the wrong location (in the left chest) using the programmer unit. It was also reported that they were unable to able to adjust the stimulation on the ens. The trial had started on (B)(6) and the patient had been getting great results. The patient was seen on the day of report at their doctor¿s office where the healthcare professional (hcp) confirmed that the lead had migrated and moved up to t3. Reprogramming was attempted around the migration but this did not resolve the issue. The hcp undid the dressings and pulled the lead to ¿slide it back down again¿. The hcp then taped up everything but a ¿call your doctor¿ icon with an out-of-regulation (oor) message was observed on the patient programmer. In addition, electrodes 2 to 6 on the lead on the right side had values that were all <(><<)>50 ohms. The lead on the patient¿s other side was fine. There were no reported impedance issues prior to the lead pull. The lead was then re-seated in the multi-lead trialing cable (mltc) and everything was reported as fine. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2015, product type: lead. Product ID: 355531, serial# unknown, product type: screening device. (B)(4).